Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked and unresponsive screen, and a replacement device was shipped with instructions for data sync, shutdown, and return of the original device using the included return label. Symptoms included no reported adverse health effects. Outcomes included replacement of the device and subsequent warranty voiding due to the unreturned original unit. Investigation included customer follow-up via phone, sms, and email, shipment tracking review, and confirmation that the provided ups tracking corresponded to delivery to a different company at a different location. Investigation of the returned device revealed a device physical damage issue to the display/input interface and a return logistics error, with the original device reportedly sent to another company rather than to the manufacturer. It was concluded, based on previously established findings for similar reports, that the cause was device misuse or accidental damage combined with user shipping error during the return process.